Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was completed as planned by using another system. The philips remote service engineer (rse) checked the system remotely with the customer and customer stated that the system was unable to trigger x-rays. The review of system logs files showed the clm flow switch in the generator was defective. Upon troubleshooting, the fse ran the deaeration process on the oil pump of cooling unit, which the report showed flow switch error. To resolve the issue, fse replaced the cooling unit. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to trigger x-rays. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device 722281 is not sold in the USA. However, a similar device 722228 is marketed in the USA under 510(k): k200917.